Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastrectomy procedure, at the 1st firing in the stomach, the stapler handle had a breaking sensation inside, they were able to squeeze the handle and press the green button but the device did not fire. The device replaced to compete the case. There is no patient injury.